Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is a twiddler and twisted the device under the skin enough to pull out the right atrial (ra) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.